Manufacturer narrative:
Medivators contacted the customer and obtained a picture of the device subject of the event. The picture showed that valve stem was misaligned within the valve assembly. The issue was identified prior to use and a replacement valve was used to complete the procedure. To date, there have been no other complaints associated with this lot. No additional issues have been reported.

Manufacturer narrative:
The investigation for the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report to ansm that their defendo suction valve was not working prior to use in a procedure. User facility personnel obtained a new valve to complete the procedure. No report of injury.